Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The ipsilateral endoprosthesis was implanted on the right patient side, the contralateral leg on the left. On (B)(6) 2014, both duplex ultrasound and CT follow-ups showed a secondary type ia endoleak on the right side. It was concluded that the endoprosthesis had migrated distally, with approximately 5.5 mm travelling down the right and 2 mm travelling down the left lateral wall, measured from the right and left renal artery, respectively. The proximal neck seemed to be dilated. On (B)(6) 2014, a cook zenith flex extension was implanted by using an endowedge in the left renal artery. The extension cuff was stapled to the excluder trunk and the aortic wall, achieving a cranial extension by approximately 8 mm. The final computed tomography angiogram showed a type ia endoleak at the right lateral side of the aneurysm flowing into the sac.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The ipsilateral endoprosthesis was implanted on the right patient side, the contralateral leg on the left. In the final angiogram at the end of the procedure, a primary endoleak was noticed by the surgeon but not reported by the radiologist. On (B)(6) 2010, the primary type ia endoleak seemed to have been resolved as neither computed tomography angiography conducted on that day nor duplex follow-up at an unknown date confirmed an endoleak or a diametric increase of the aneurysm, respectively. On (B)(6) 2014, both duplex ultrasound and CT follow-ups showed a secondary type ia endoleak on the right side and an increase of the aneurysm. It was concluded that the endoprosthesis had migrated distally, with approximately 5.5 mm travelling down the right and 2 mm travelling down the left lateral wall, measured from the right and left renal artery, respectively. The proximal neck seemed to be dilated. On (B)(6) 2014, a cook zenith flex extension was implanted by using an endowedge in the left renal artery. The extension cuff was stapled to the excluder trunk and the aortic wall, achieving a cranial extension by approximately 8 mm. The final computed tomography angiogram showed a type ia endoleak at the right lateral side of the aneurysm flowing into the sac.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The ipsilateral endoprosthesis was implanted on the right patient side, the contralateral leg on the left. In the final angiogram at the end of the procedure, there was no clear evidence of a type ia endoleak. On (B)(6) 2010, computed tomography angiography conducted on that day and a duplex follow-up performed at an unknown date did not show a diametric increase of the aneurysm.

Manufacturer narrative:
.